Manufacturer narrative:
Correction: h4: in initial report, the manufacturing date was dec 31, 2007. The correct date is dec 14, 2004. Device evaluation: h6 - additional codes for type of investigation: 3331, 4109 and 4110. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). The fse was able to confirm the reported issue. The galvo block assembly and galvo interface pcb was replaced. The fse integrated galvo block into delivery system and performed all alignments, calibrations, horizontal ol verified and set scr to -6. Verified loading deck, energies, gel energies and flap thickness and placement. Ran simulated procedures without incident. The fse completed femto standard service call checklist. The laser is operating according to johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer called in to report that they experienced an oval shaped cut on the right (od) eye of their first patient of the day. A brief description of the event is that the flap creation was off center towards the superior orientation. The procedure was aborted and a bandage contact lens (bcl) was placed on the right (od) eye.